Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient was transferred to the ICU overnight. There must have been a leak in the stoma so that air and a small amount of gastric juice had entered the abdominal cavity, resulting in mild peritonitis, which in turn developed a paralytic ileus. On (B)(6) 2024, the patient was still taking tazobac 3xtgl IV. The patient was in generally good condition, mostly symptom free, with good motor mobility, but very tired. Bowel activity was increasing and the patient was transferred back to the department.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the events of pneumoperitoneum and paralytic ileus. Peritonitis is a known complication of a peg tube/j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall. A pneumoperitoneum is a known complication of a peg tube/j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. Paralytic ileus is a known complication of a peg - j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Follow up recieved on 04 jun 2024: date of event was 18 may 2024. Date of peg placement (B)(6) 2024. On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6)2024, the patient was transferred to the ICU overnight. There must have been a leak in the stoma so that air and a small amount of gastric juice had entered the abdominal cavity, resulting in mild peritonitis, which in turn developed a paralytic ileus. On (B)(6)2024, the patient was still taking tazobac 3xtgl IV. The patient was in generally good condition, mostly sypmtom free, with good motor mobility, but very tired. Bowel activity was increasing and the patient was transferred back to the department.